Event description:
Device was implanted on (B)(6) 2004. During the regular follow-up, a normal gradual battery impedance was observed. On (B)(6), 2011, the battery was equal to 4.71 kohms. Since pt reported palpitations at this follow-up, more frequent pt monitoring was put in place. On (B)(4), 2011, the battery was equal to 9.79 kohms. During this follow-up, the pt reported a sudden onset of shortness of breath, and a reduced exercise capacity.

Manufacturer narrative:
(B)(4), 2001. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.